Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. During placement of the ntw clip the leaflets could not be grasped, the clip was not implanted. It was decided to place a bigger clip. However, when preparing an xtw clip it was noted the ntw clip had torn the leaflet and mr worsened to 4. The procedure was aborted, the xtw was not used after all. No clips were implanted. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the reported inability to grasp could not be determined. The reported tissue injury (leaflet tear) appears to be related to the difficult grasping. The reported worsening mitral regurgitation (mr) was related to the tissue injury. The reported patient effect of tissue injury and mr as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.